Event description:
It was reported that a spectrum pump alarmed system error 105 during biomedical testing. It was reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of system error 105 through the history log, but could not reproduce it during eval. The motor assembly was replaced as it is a known contributor to the reported symptom.